Event description:
The customer reported that they have had several filters that have been leaking in nicu. One event involved a leak from the 0.2 micron filter during an infusion on an infant on (B)(6) 2014. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.